Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.